Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger/modem would not charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board and the q1 current controlling transistor was shorted on the bedside board. The cause of the shorted q1 transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's charger would not charge a battery pack. Additionally, the patient developed a red and itchy rash underneath the lifevest. The patient's nurse advised the patient to use an unknown ointment on the irritation. The irritation improved.